Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with two unknown textured mentor silicone breast implants has experienced bilateral rupture postoperatively. The patient reporting possible bilateral ruptured implants as the concern with associated symptoms of pain (bilateral) and sagging/shifting (bilateral). The patient also reported ""many health issues"" and brain tumor. The patient not to address her concern with her implants as a priority and kept putting it off. There is also no medical evidence that associates brain tumors with breast implants. The MRI examination confirmed the implants were ruptured. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Should more information become available, this case will be re-assessed. This report relates to the left prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with two unknown textured mentor silicone breast implants has experienced bilateral rupture postoperatively. The patient reporting possible bilateral ruptured implants as the concern with associated symptoms of pain (bilateral) and sagging/shifting (bilateral). The patient also reported ""many health issues"" and brain tumor. The patient not to address her concern with her implants as a priority and kept putting it off. There is also no medical evidence that associates brain tumors with breast implants. The MRI examination confirmed the implants were ruptured. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Should more information become available, this case will be re-assessed. This report relates to the left prosthesis.